Manufacturer narrative:
Pharmacovigilance comment: a causal relation between the events and the treatment procedure with restylane seems possible. The reported events are addressed in the label. The case report describes a female patient who suffered from necrosis following treatment with restylane to nasolabial and marionette lines. It cannot be excluded that the medical intervention with clarithromycin, ciprofloxacin and acetylsalicylic acid was provided to prevent a permanent impairment of a body function or body structure. The case has been assessed to fulfill the seriousness criteria for reporting to competent authority due to the intervention. Distribution comment: the case has been assessed to fulfill the seriousness criteria for reporting to competent authority as it cannot be excluded that the medical intervention was provided to prevent a permanent impairment of a body function or body structure. (B)(4).

Event description:
(B)(4) is a spontaneous report sent on 23-oct-2015 by a physician which refers to a female, age and initials unknown. No information about medical history, concomitant medication, history of allergies or previous filler treatments was provided. On (B)(6) 2015, the patient received treatment with restylane to nasolabial fold and marionette lines. Lot number, volume, needle and injection technique unknown. Following the treatment (time to onset unknown) the patient experienced bubble(implant site vesicles) on her lower lips, which ended in a necrosis(implant site necrosis). She also developed edema(implant site oedema) in the area. The reporter assessed the case as not serious. The case is upgraded by company to serious due to intervention. Treatment for the adverse event included clarithromycin [clarithromycin], ciprofloxacin [ciprofloxacin] and acetylsalicylic acid [acetylsalicylic acid]. At the time of the report the outcome of bubble, necrosis and edema was unknown. The reporter has assessed the bubble , necrosis and edema as conditional/unclassified related to treatment with restylane. The company has assessed the bubble, necrosis and edema as possible related to treatment with restylane. At the time of the report, though, the reporter still hadn't seen the patient, who was supposed to return to her consulting room on that day. Follow-up contact with the reporter on (B)(6) 2015 did not gain any new information. At follow-up contact on (B)(6) 2015 the reporter informed that the patient was doing great in terms of health condition. No details of the events were mentioned. No further information was available.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 23-oct-2015 by a physician which refers to a female, age and initials unknown. No information about medical history, concomitant medication, history of allergies or previous filler treatments was provided. On (B)(6) 2015, the patient received treatment with restylane to nasolabial fold and marionette lines. Lot number, volume, needle and injection technique unknown. Following the treatment (time to onset unknown) the patient experienced bubble(implant site vesicles) on her lower lips, which ended in a necrosis(implant site necrosis). She also developed edema(implant site oedema) in the area. The reporter assessed the case as not serious. The case is upgraded by company to serious due to intervention. Treatment for the adverse event included clarithromycin [clarithromycin], ciprofloxacin [ciprofloxacin] and acetylsalicylic acid [acetylsalicylic acid]. At the time of the report the outcome of bubble, necrosis and edema was unknown. The reporter has assessed the bubble , necrosis and edema as conditional/unclassified related to treatment with restylane. The company has assessed the bubble, necrosis and edema as possible related to treatment with restylane. At the time of the report, though, the reporter still hadn't seen the patient, who was supposed to return to her consulting room on that day. Follow-up contact with the reporter on 28-oct-2015 did not gain any new information.